Event description:
Pt was placed in stroller to promote safe ambulation throughout halls of the unit. Pt fell forward in stroller hitting face on floor, resulting in the fracture of the second cervical vertebrae at the odontoid process.